Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's lcd display screen was found to be damaged. The ventilator's lcd display screen was replaced to address the issue.